Event description:
It was reported that, during a robotic laparoscopic endometriosis (ablation) surgery, the right input arm¿s trigger button of the surgeon console was too hard and made it difficult to clutch the robotic arm. The start-up specialist (sus) also confirmed that a high amount of force was required to activate the clutch functionality. The surgery was completed despite the ongoing issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.